Event description:
The customer reported that for a month, her freestyle flash meter would not turn on when the button was pressed. In addition, the customer reported experiencing symptoms of hyperglycemia such as weight loss, abdominal cramps, and nausea; therefore, she drove herself to rush hospital. The customer stated she was diagnosed with diabetic ketoacidosis; however, there was no treatment indicated. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.